Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the ok keypad button was not responding to button presses appropriately. The ok keypad button reportedly required several hard presses in order to elicit a response. The reporter denied damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported patient impact associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 06/29/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on 06/05/2012 with the following findings: the keypad was intact without visible damage. The up arrow, down arrow and ok keypad buttons demonstrated intermittent response when pressed and required multiple presses with increasing force to evoke a response. The contrast and audio bolus button responded appropriately when pressed. None of the keypad buttons have normal spring back or click. The keypad cover was removed to investigate and revealed contamination under the contacts of all the buttons. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.